Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced cardiac tamponade that required pericardiocentesis. On (B)(6) 2026, at approximately 19:00, an ablation procedure was performed on a patient for the treatment of atrial fibrillation. For this purpose, a puncture of the interatrial septum between the right atrium and the left atrium was performed using a transseptal needle (of a third-party manufacturer), and this was done via a sheath (also of a third-party manufacturer). Thereafter, the electrophysiologist replaced the sheath (of the third-party manufacturer) with vizigo sheath. Subsequently, the electrophysiologist advanced through the vizigo sheath the varipulse catheter. Mapping of the left atrium was performed and then ablation started with that catheter. According to the report, the ablations were performed effectively around the pulmonary veins and at the ostial part of the veins, as well as on the posterior wall of the left atrium. Following these ablations, the patient's arrhythmia was terminated. According to the report, during the ablations (it is not clear at which stage) the patient coughed several times and the electrophysiologist noticed, through the intracardiac echocardiography that he used during the procedure, that a tamponade had developed. A pericardiocentesis was performed to drain blood from the pericardial sac. The patient recovered and the procedure was completed. According to the report, the products were not retained and therefore, will not be returned for inspection.